Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted via a sheath and into the pt's right femoral artery. The pt was moved to the cardiac care unit (ccu). The pt received intra-aortic balloon pump (iabp) therapy for 1 day and then blood was noted in the helium line; the iab was removed. Pump strips were generated and they are available. X-rays were taken at the removal of the iab. The description of the x-rays is "nothing specific" and the x-rays are available for review. The md inserted a second iab via a sheath in the opposite femoral artery (left). There was a two hour delay/interruption. The pt outcome is listed as "in hospital post cardiac surgery."

Manufacturer narrative:
(B)(4).